Event description:
Noticed what appears to be rust or corrosion on the inner blade. One blade was put in the joint and removed when the blade was seen by the scope. The other blade is still sterile but can be viewed as suspect through the package.

Manufacturer narrative:
The substance that was identified as corrosion is actually residual silicone lubricant. Acceptable biocompatibility data for these devices indicate that the silver plated bonecutter platinum blades do not pose risk to patients. Investigation is ongoing. (B)(4).